Event description:
On 5/21/2007, baxa was notified of an incident that resulted in a patient being transferred into the ICU. The customer reported, that the patient was infused with a tpn solution that contained a higher-than-desired volume of sodium chloride. The customer's subsequent investigation revealed that the user entering the order into the abacus tpn calculating software typed 9% nacl when they intended to order 0.9% of nacl. The customer reports that the patient did not experience any permanent injury/illness as a result of this issue.

Manufacturer narrative:
Repeated requests were made for the customer's software database and black box files from the software for analysis, however, the customer would not provide the information. The customer reported, that there were several factors that contributed to the higher-than-desired volume of nacl. Customer indicated to baxa that the person entering in the order in question typed in 9% into abacus (tpn) calculation software, when ordering the nacl instead of 0.9%. The verification label along with the associated documentation that is produced with the order of the tpn bag clearly indicate the volume of nacl in the tpn solution; pharmacist and physician verification of the tpn bag failed to identify the higher-than-desired volume of nacl. A review of the product hazard analysis (pha) and customer complaint data for this product was conducted and it was determined that this issue not occurring with greater frequency or severity than is expected for the device, as documented in the pha.